Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and was getting treatment at the hospital at the time of the call. They were diagnosed with cellulitis with symptoms of redness, swelling and had an abscess at the infusion site. No further information is provided to the patient's treatment.